Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage during filling. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. No leaks were observed from the cassette bag. There was no known cause of the reported issue, and no further action will be taken.